Event description:
It was reported the colonovideoscope had no image and error e238. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no image and scope communication error (b30) was traced to data error of scope identification (ID). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.